Manufacturer narrative:
Investigation conclusion: the monitor and strips associated with the complaint were returned for investigation. Not enough retained and returned strips from the complaint lot were available to complete testing of the returned monitor, so a substitute lot was used for investigation. The customer's complaint was replicated. A statistical analysis of the impedance curve associated with the discrepant result was performed and found to have a weak-slope change. Curves with weak slope changes can result in discrepant results. This issue is related to the software on the monitor and was addressed in CAPA-(B)(4). Functional and thermistor testing were performed on the returned monitor with passing results. With the exception of the weak-slope observed during in-house testing, in-house testing shows that the system is performing within expectations. A review of the entire testing history for lot 360632 was performed. In-house testing on strip lot 360632 meets criteria. The manufacturing records for the lot 360632 were reviewed and did not uncover any relevant non-conformances. Lot meets release specification. Impedance curve analysis was not performed on the reported result of 1.2 because the value was not present in the monitor memory. Root cause could not be determined from the information provided by the customer. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
Report received of discrepant low inratio value. Patient's therapeutic range unknown. (B)(6) 2015 inratio inr = 1.2; lab inr = 1.8. (B)(6) 2015 patient experienced a dizzy spell/vertigo and was admitted to the hospital. Patient could not recall what his diagnosis was but did indicate that he received a single unit of blood and that he was released as stable on (B)(6) 2016. Patient was seen at (B)(6) hospital in (B)(6). Patient was not able to provide lab inr results from the hospital or hct values. Historical inratio values as follows: (B)(6) 2015 inratio inr = 2.7, (B)(6) 2015 inratio inr = 2.7, (B)(6) 2015 inratio inr = 3.0, (B)(6) 2015 inratio inr = 1.4, (B)(6) 2015 inratio inr = 1.8.